Event description:
It was reported that the right ventricular lead has had a high number of short interval counts. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and there was tissue present on helix. Performance evaluation was performed and analysis revealed 2-patient alerts for lead failure predictor on (B)(4) 2011 22:27:52 and (B)(4) 2012 02:35:19. 5-lfp high rate-ns<=212ms average v-cycle between (B)(4) 2011 06:20:24 and (B)(4) 2012 03:02:38. 8-vf<=210ms average v-cycle between (B)(4) 2011 19:19:18 and (B)(4) 2012 15:31:22.